Event description:
It was reported that customer experienced cartridge issue in which one cartridge was defective and generated cartridge errors. There was no reported impact to the customer¿s blood glucose level. No additional information was available regarding any actions taken by the customer or support, and no device was returned for evaluation.